Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) medical center. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. A field service engineer (fse) addressed an issue where drawer 5.1 was not on the bus and could not be recovered. The station was powered down, and the cubie pockets were manually removed and reseated. The row board cables, and retractor band cables were also reseated. After rebooting the station, the storage space was successfully recovered. The customer tested the drawer through normal operation and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 had failed and require maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.